Event description:
Outer coil broke off at about 5 coils proximal when started second rollback of releasing device [device breakage] complication of device insertion [complication of device insertion] case description: non-serious,related,unlisted and near-incident. This spontaneous case report was received from a gynecologist/obstetrician in the united states on (B)(6) 2014. The report refers to a female patient of unspecified age who was to have essure (fallopian tube occlusion insert) inserted and outer coil broke off at about 5 coils proximal when doctor started second rollback of releasing device. No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2014, the patient was to have essure (ess305, fallopian tube occlusion insert), lot number b76537, inserted. On (B)(6) 2014, the outer coil broke off at about 5 coils proximal when doctor pushed the button and started the second roll back of releasing the device. The other outer coils and inner coil were intact. Physician left the device and removed the broken piece with graspers. Bilateral placement was successful. There was no injury. Reporter did not assess device-event relationship.

Manufacturer narrative:
Despite our repeated requests, follow-up information could not be obtained until (B)(4)2014. Company causality comment: this medically confirmed report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced outer coil broke off at about 5 coils proximal when doctor started second rollback of releasing device and complication of device insertion. Both events are considered non-serious. Outer coil broke off at about 5 coils proximal when doctor started second rollback of releasing device is unlisted in the reference safety information for essure, while the other event is listed. The event outer coil broke off at about 5 coils proximal when doctor started second rollback of releasing device (assumed as device breakage) was regarded as near-incident due to the reported breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was only mentioned that outer coil broke off at about 5 coils proximal when doctor started second rollback of releasing device, without details about this event. Thus, causality between the events above and essure use was considered as related.